Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt's anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
Pt presented emergent, symptomatic, however, no rupture. Access and deployment of a 28-16-120bl bifurcated device and 28-28-75l proximal extension was uneventful. The physician felt that the extension was encroaching on the renals and decided to stent as a safety precaution. F/u CT revealed a type ia endoleak; palmaz stent placed in 2010 with good results.